Manufacturer narrative:
On 07/11/2021 customer alleged insulin pump gives out unexpected alarms. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case. Device history and trace files downloaded successfully using thus software. Carelink data was successfully uploaded. Device passed displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, and self test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No pump error 63 or audio/vibrate/absence of alarm anomalies noted during testing. No pump error 63 alarms noted in the insulin pump history or long trace files. No damage noted at the electronic assemblies during visual inspection. In summary, customer allegation for unexpected alarms was not confirmed during testing. In addition, no audio related alarms noted in the insulin pump history files. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing low blood glucose and audio anomaly. Blood glucose level at the time of the incident was 42 mg/dl. Customer stated it was just alarming and had weird noises. Customer stated that it was not beeping at the time of call. Customer did not hear beep when volume settings were saved. It was unknown that customer was using insulin pump or not at the time of low blood glucose incident. It was unknown that auto mode feature was active or not at the time of incident. Customer's blood glucose reading was 99 mg/dl at the time of call. The insulin pump will be returned for analysis.